Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided image confirms the suture has been broken. The device doesn't appear to have physical signs of damage. A review of the material found that the storage specifications are documented and a material certificate is required with each lot. A visual inspection revealed part of the suture was returned. The anchors were not returned. The distal tip of the needle is significantly bent. The depth limiter button is not in the default position. The actuator tip is in the t2 position. A functional evaluation revealed the actuator moves with significant resistance. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a meniscus repair, the suture of the fast-fix broke after ts were implanted. The ts were not removed. The procedure was completed with a s+n back up device. No significant delay and no patient injury or other complications were reported.